Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reported pump has been shutting off unexpectedly with no error messages appearing preceding the pump shutting off. Customer stated the pump will then spontaneously turn back on after an indeterminate time. No adverse event reported. Requested return of the alleged pump for evaluation.